Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-450-20 the pipeline flex with shield technology device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment, this pipeline flex with shield technology device did not open during a procedure. The patient was undergoing flow diversion of a small unruptured saccular aneurysm located in right posterior communicating artery aneurysm, measuring 4mmx3mm, landing zone distal 4.4mm, proximal 4.68mm. The vessel was observed as severely tortuous. It was reported that during deployment of this pipeline the first half of the stent was unable to be opened and oppose the artery wall. The distal braid appeared to be twisted. Re-sheathed two times and system were loaded and in-loaded several times without success of getting device to open. System needed to be removed and new pipeline was successfully deployed. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex with shield braid and the marksman catheter were returned for evaluation without the pushwire. The pipeline flex with shield braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. No damages were found with the returned catheter. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure to open at the distal end¿ could not be confirmed. The event cause could not be determined as both ends of the pipeline flex with shield braid fully opened and moderately frayed. It is possible that the "severe vessel tortuosity" may contributed to the "failure to open" issues. The customer reported that the devices were prepared per the IFU and continuous flush with heparinized saline was maintained during delivery. In addition, the patient anatomy was severe. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device with shield technology under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is n ot fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.